Event description:
The reporter and several other sales reps have indicated that on the first attempt to run the pacing threshold test, the "communication lost/rate too fast" screen was retrieved. However, on the second attempt the device usually works. Sales reps often complain that multiple attempts fail, which prevent many users from enjoying the auto follow-up feature.

Manufacturer narrative:
An investigation concluded that the behavior is primarily dependent on timing between the pacemaker and the programmer. The auto-followup routine is more likely to display this behavior because the timing is more consistent close to the critical timing.